Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the connection to flexvision pc was lost via remote alert. The philips field service engineer (fse) examined the system onsite and confirmed that the system would not start up. Review of the log files showed that the flexvision pc was defective. Fse tried to reboot the flexvision pc manually but still the issue persisted. To resolve the issue fse replaced flexvision pc, hard drives, installed and loaded the operating system and software onto the new flexvision pc and loaded the firmware for the grabber cards. After replacement, the system returned to use in good working order. The defective flexvision pc was returned for analysis and the failed component was dual inline memory module (dimm). Dimms has been proactively replaced. This case is not related to any ongoing fsca. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.